Event description:
A malfunction was reported by a customer involving a tandem pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump using pump reset information provided over the call. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccur.